Event description:
The customer reported that the system was not booting up, and the c-arm was displaying a communication error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the sbc was defective. He performed a sbc repair in accordance with applicable procedure. He then adjusted the kv tracking and reloaded the calibration files. The system operates as intended.